Manufacturer narrative:
According to the facility, on (B)(6) 2026, the shower chair bent while the customer was in the shower and they fell. The customer hit his head and needed to spend a night in the hospital. Per the facility, an injury occurred, patient was admitted to the hospital, and now states the customer "recovered." No additional information at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, on (B)(6) 2026, the shower chair bent while the customer was in the shower and they fell.